Manufacturer narrative:
The revision reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of patient, or user-related issues to the event cannot be determined from the reported information. H6: corrected component and investigation clinical codes.

Manufacturer narrative:
(D10) concomitant devices: 300-62-02 - stmlss hum comp integrip, cage, size 2: 5494136, 310-60-47 - stmlss hum head extra short, 47mm (beta): 5485436. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced aseptic glenoid loosening. Patient began having pain in (B)(6) 2022 with no injury. As a result, approximately 4 years after initial replacement, the patient underwent a left shoulder revision. No further impact to the patient was reported. No other information is available.